Manufacturer narrative:
The device is undergoing an evaluation and a follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The clinic manager stated that the leak was visually observed in the fibers and the machine alarmed. Estimated blood loss was 75 cc's. Patient had no adverse effects. Sample has not been returned to the manufacturer.